Manufacturer narrative:
Additional information was requested and the following was obtained: what is the problem with the suture? The suture tape felt down. Please provide lot and event day. Lot: not available. Event day: not available. Please provide procedure name: spine procedure. Investigation summary: one open labeled winding former and one needle-suture of product code sxpp1a201 were provided for analysis. During the visual inspection of sample, the swage and attachment area were noted to be as expected. Slightly marks on the body needle that appears to be by the use of a surgical instrument could be observed. The suture was examined, body fluids on some barbs were noted and two sides of the fixation tab were broken. The manufacturing records could not be reviewed as the batch number is unknown. Per the condition of the sample, it could not be determined what may have caused the reported incident.

Event description:
Hold for marlo 7.28it was reported that a patient underwent a spine procedure on an unknown date and a barbed suture was used. During the procedure, it was noted that the suture tape was not completed and felt down. There were no adverse patient consequences reported. Upon evaluation of the returned device, two sides of the fixation tab were found broken. No additional information was provided.